Event description:
Hcp reported the patient was experiencing an increase in pain. Patient had had an MRI done about 2 months before. A catheter dye study showed the catheter to be fine. A rotor study showed the rotor not to be moving. The patient was admitted to the hospital with withdrawal symptoms. Patient was treated with IV fluids, oral medications, and had the pump removed and replaced. Patient is reported to be doing well now, back to their normal regime, and still using oral medications for breakthrough pain.